Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "failure 1, add tech code, back to normal, but notice liquid infiltration into the key board. Pump treatment information: unknown. Type of drug: unknown. Delay in therapy: unknown. Need for medical intervention: unknown." Additional information was received on apr.06th, 2016: "kindly acknowledge no patient was involved and no human harm caused. Yes . Problem occurred when powered on and there has been a therapy delay. What software version is installed on the pump: not available, pump already sent for repair. Please provide a photo demonstrating the liquid inside the key board. No, already sent for repair. Is liquid got spilled on the pump: no."

Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.